Event description:
A report was received that the patient underwent an explant procedure due to pocket site infection. Patient symptoms include swelling and pus at the pocket site. The patient was given antibiotics. The physician believed that the infection was not device related. The patient was reportedly doing well after the procedure and the infection has cleared up.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70 serial/lot #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional information was received that the patient's infection was believed to be procedure related.

Event description:
A report was received that the patient underwent an explant procedure due to pocket site infection. Patient symptoms include swelling and pus at the pocket site. The patient was given antibiotics. The physician believed that the infection was not device related. The patient was reportedly doing well after the procedure and the infection has cleared up.